Event description:
According to the customer, in 2003, several elevated accu tnl results were generated by the access 2 instrument. The erroneous results were generated after both the precision and wash valves were cleaned and reassembled by the customer. The customer continued to test samples and reported the results out of the lab. The following day, the customer received a homing error message from the instrument and the customer was unable to resolve the problem. Service was dispatched to the customer's location to help resolve the problem. Service discovered the wash valve gasket was upside down. The customer retested all the samples that had been tested after the valve maintenance in 2003. Several accu tnl results did not match the repeated results and had to be corrected. Corrected results were reported to the physician. The customer indicated that they have not received any reports of injury requiring medical intervention or change to the patient treatment that can be attributed to this event.